Event description:
It was reported that during a laparoscopic cholecystectomy one of three devices leaked. It was unclear if the leak was from the seal of the device or from around the incision site where the device entered the abdomen. The device was not replaced. The device was reported to be discarded. There was not pt injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
The device was either model #ethb5st, cat #b5st, lot #1674374, exp date 05/2014; or model #ethcb5st, cat #cb5st, lot #1659878, exp date 03/2014. H4: the manufacture date was either 03/2013 or 05/2013. The device was no returned to the MFR and was reported to be discarded. Three packages were returned to the MFR. The device history records were reviewed and no discrepancies were noted.